Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two minutes into the procedure for prolapse cure, the needle separated from the thread. Another suture was used to complete the case. There was no patient injury.